Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, paravalvular leak (pvl) was observed. Subsequently, a p ost-implant balloon aortic valvuloplasty (bav) was performed. The implant depth on the non-coronary cusp (ncc) was 4 millimeter¿s (mm) and the implant depth on the left coronary cusp (lcc) was 7mm. Subsequently, the valve dislodged above the sinotubular junction (stj). A second transcatheter valve was implanted. The procedure was delayed 23.5 minutes as a result of the dislodge. Per the physician, the cause of the dislodgement was due to the post-implant bav. Additional information was received that the degree of pvl was moderate.

Event description:
It was reported that following the implant of a transcatheter aortic valve, paravalvular leak (pvl) was observed. Subsequently, a p ost-implant balloon aortic valvuloplasty (bav) was performed. The implant depth on the non-coronary cusp (ncc) was 4 millimeter¿s (mm) and the implant depth on the left coronary cusp (lcc) was 7mm. Subsequently, the valve dislodged above the sinotubular junction (stj). A second transcatheter valve was implanted. The procedure was delayed 23.5 minutes as a result of the dislodge. Per the physician, the cause of the dislodgement was due to the post-implant bav.

Manufacturer narrative:
Continuation of d10: product ID {d-evfxplus-2329}; product type: {0195-heartvalves}; product type: {balloon aortic valvuloplasty}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.